Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors would not close fully, resulting in the system being unable to perform a spin. The system also would not dock or tilt. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, h6: multiple annex a codes were reported. A090501 was coded for being unable to perform a spin. A1502 was coded for the system not docking to tilting. A150204 was coded for the system not closing fully. H6: the system was serviced in the field and motion calibration was performed and resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.